Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement: the surgeon, (B)(6) hospital, (B)(6) 2019. Corail pinnacle was being utilised. Once the definitive acetabular component (pinnacle 60mm) was inserted, the surgeon elected to support cup fixation by utilising pinnacle screws. When attempting to drill the screw holes, all 3 available flexible single piece drill bits broke/ snapped. At this stage the surgeon had managed to drill 1x hole adequately to allow for placement of 1x screw. The surgeon has had this issue occurs before and feels the materials utilised in the manufacture of the drill bits is suboptimal. The broken pieces of the drill bit were all located to ensure no pieces were left in the patient. 1 minutes delay in the surgery. Male patient, initials: (B)(6).